Event description:
It was reported that during an unknown procedure the clips did not form properly and the clips were not closing on the vessels properly. The patient was returned to surgery because the clips did not form properly. Patient is doing well after second procedure.